Event description:
Rn received chemotherapy bag, citoxin, for pt. Pharmacy primes tubing for chemo. When the rn released the dark blue clamp (used as key to open pump) a hole appeared, and fluid squirted out through tubing wall where it was clamped. The rn quickly reclosed the dark blue key clamp, re-bagged the chemo and sent it back to pharmacy. This again happened with new bag and tubing, so the chemo was again sent back to pharmacy per protocol. Tubing was sequestered and verification of lot number occurred.